Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had recovered from the peritonitis 14 days after onset and was discharged from the hospital. On the same day as recovery, the patient discontinued antibiotic treatment with ajuzolin and fortum. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same date as onset, the patient was hospitalized for the event and began treatment with intraperitoneal ajuzolin and intraperitoneal fotum (1 gram each daily; duration not reported). At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis event. The patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information is not available at this time.